Event description:
In 2008, the patient reported she has had elevated blood glucose readings of over 500 mg/dl for that past 3 days. She stated her most current reading was 330 mg/dl with her target range being 80-120 mg/dl. She said she has changed her insulin infusion set and the adapter and cartridge of her infusion device. She stated she removed her infusion headset and ran a prime of 15 units of insulin and no insulin came out. She then disconnected the tubing from the pigtail and ran a prime and insulin dripped from the tubing. She did not have any extra infusion sets with her so she reinserted the same headset. The patient did not required assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.